Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative troponin result generated on an architect i1000sr analyzer for a female patient. On (B)(6) 2021, the initial result = 0.00. The sample was rerun the next day on another architect i2000sr (B)(4) analyzer generating a result of 752 ng/l. The customer provided reference values: women </= 150 ng/l and men </= 100ng/l. There was no impact to patient management reported.

Manufacturer narrative:
Corrected information in g1: contact office first name, contact office last name, contact office address 1, contact office address 2, contact office city, contact office country, contact office postal code, contact office phone number, contact office fax number, contact office e-mail.

Manufacturer narrative:
Service inspected the instrument and found leaking trigger valves. The valve, manifold kit (rohs), ln 7-77612-03, was replaced which resolved the issue. The instrument¿s service history was reviewed and did not identify any contributing factors on or around the time of the complaint. A review of tracking and trending in the product monitoring review for alinity I/architect ia systems did not identify any systemic issues or trends for the issue described in this complaint. A review of historical data associated with the valve, manifold kit (rohs) did not identify any trends, non-conformances, or potential non-conformances. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency with the architect i1000sr analyzer, i1sr01344, was identified.